Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device revealed that the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone. The fiber proximal to fracture can rotate independently of metal cap. This failure mode is indicative of a fracture beneath the metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate char on surface, and slight melting at output window. The outer flow tubing open end exhibits minor scratch marks, and signs of melting and tear. Based on analysis results, the overall fiber findings are due to known inherent risk of the device. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. The manufacturer has reviewed all the information available and determined that the reported event of fiber tip break no longer meets reporting criteria for the subject device in question.

Event description:
It was reported during prostate procedure at 143,100j and 15 mins of use the fiber tip rupture was reported. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed using second fiber. No injury to the patient was reported due to this event.

Event description:
It was reported during prostate procedure at 143,100j and 15 mins of use the fiber tip rupture was reported. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed using second fiber. No injury to the patient was reported due to this event.